Event description:
It was revision surgery was performed due to infection. Scratches were noted on the insert and the femoral component.

Manufacturer narrative:
The purpose of this investigation was to analyze the wear patterns observed on the retrieved insert. Macroscopic photo analysis was performed on the retrieved insert. Upon visual examination of the tibial insert, mild burnishing and abrasive wear patterns were observed in the media and lateral articulating areas. Mild rounding that is typically seen in a locked insert was observed near the anterior locking mechanism. Damage caused by instruments was observed on the distal surface. Burnishing and mild deformation due to contact with the femoral component was observed on the anterior and posterior sides of the post. Downward deformation of the outer side of one of the dovetails that may have occurred during extraction of the insert was observed. In conclusion, the retrieved insert showed typical wear features of burnishing and abrasive wear in the articular areas and were similar to those seen on other well performing retrieved inserts.